Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. A visual summary analysis of the lead indicated damage occurred at implant. The analyst noted that the lead was returned with the helix fully retracted and tissue was visible inside the helix. The tissue was removed with alcohol and the helix extended.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right ventricular lead helix demonstrated inconsistent helix operation and the physician was not comfortable with the lead. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.